Manufacturer narrative:
Pump passed the displacement test however compromised force sensor system alarm during prime/compromised force sensor system test at four lbs and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to verify possible under delivery anomaly due to compromised force sensor system alarm. The motor was tested outside of the device and passed. No time/clock anomaly and no blank display anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of the incident was 395 mg/dl. Customer stated they did not receive a low battery alert. Customer also reported a possible delivery anomaly and the time clock was off by about 10 minutes. During troubleshooting, the customer was able to get the display to return. Self-test was completed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.